Manufacturer narrative:
On 02/28/2017, tandem technical support reviewed the pump data logs for (B)(6) 2017 and found that the customer had not delivered a correction bolus via the pump to address the high bg. The customer had entered a bg of 400 mg/dl at 2:30 pm; however, did not deliver a correction bolus. Cts informed the customer of the finding and the customer acknowledged the information and acknowledged that this may have contributed to the high bg. However, the customer did not know what lead up to the high bg on (B)(6) 2017. The customer acknowledged that the pump and supplies were functioning properly at the time of the event and had no further issues to report. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 400 mg/dl. The customer delivered a correction bolus via the pump to address the high bg. The customer had not consumed any food or water as he had been vomiting. The customer reported to have had eye surgery the day before and thought that due to the pain, the bg level increased. The customer went to the emergency room and was admitted to the hospital. The customer was treated with intravenous insulin and was given fluids to drink. The bg returned to target level. The customer changed the pump supplies and resumed pump therapy. The customer had not delivered a correction bolus and the bg was 300 mg/dl. As the customer was still hospitalized, the staff was attending to him. A tandem clinical diabetes specialist reviewed the customer pump data and stated that prior to this event, the data showed that the customer was not correcting for high bg levels although he had been trained on how to do it. The customer was discharged on (B)(6) 2017.